Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. An interrogation of the implantable cardioverter defibrillator revealed episodes of post-paced t wave oversensing. No interventions were made interventions or patient symptoms were reported.